Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging time. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging time. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.